Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise. A revision procedure was performed and the lead was found to be fractured. The lead was explanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the lead was severed 112 millimeters (mm) from the terminal pin and was returned in two segments. The distal spring electrode was stretched in one area, just proximal of tissue encircling the lead and entwined in the distal coil. One of the tines from the tip insulation was missing, and appears to have been torn off. The rs- conductor coils were noted to be stretched in the tip segment due to the extracting stylet. The insulation on the rs- was bunched in several places. There was insulation abrasion noted in the silicone abrasion sleeve only 352-363mm from the terminal pin, but only through at 356-359mm. The trilumen insulation underneath was undamaged. The abrasion appears to have been from lead on lead contact. An x-ray was performed and no abnormalities were noted other than the stretched coils. Analysis could not confirm the allegation of fracture on the returned segments.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.